Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer was having difficulty charging the pump despite the attempt of multiple usb cables and power sources. The customer reported that the rubber door that covers the usb port was no longer on the pump resulting in the usb port being exposed. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.